Manufacturer narrative:
(B)(4). Foreign: (B)(6). Complaint sample was evaluated and the reported event was confirmed. Visual examination of the provided pictures identified the articulation surface has some minor scratching. The outer rim has heavy gouging and scratching. The porous surface has bio-debris and some discoloration, no damage noted. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the shell was removed due to loosening. No additional information.